Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with another point-of-care meter (coaguchek). Results as follows: date: (B)(6) 2011, inratio: 5.8, coaguchek: 3.5. Patient's therapeutic range: 2.5-3.0 inr. Patient noticed more bruising than usual. She had an appointment scheduled on (B)(6) 2011 for a bone scan because there might be an infection or bleeding in her hip.